Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that she changed the infusion set at night and she started throwing up the rest of the night. The customer stated that she was bolusing and nothing was happening. The customer stated that the infusion set was removed at the hospital and found that the cannula was bent. The customer stated that she did not smell insulin and did not see leaks at the site. The customer stated that the reservoir was totally empty. The customer was released and it was inserted a new infusion set. The customer's blood glucose was tested and it read 311mg/dl. The customer tried to bolus and it delivered. Troubleshooting was performed. The time on the insulin pump was correct. The daily totals matched. Ran a fixed prime test and the insulin exited. The customer reported having difficulties with the quick serter. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.